Event description:
Foreign body in throat [foreign body in throat]. Aphonia [loss of voice]. Constipation [constipation]. Dyspnoea [dyspnoea]. Device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a 73-year-old male patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Co-suspect products included double salt dental adhesive cream (new poligrip sg) cream for denture wearer. Concurrent medical conditions included denture wearer. Concomitant products included double salt dental adhesive cream (new poligrip sa2). On an unknown date, the patient started new poligrip and new poligrip sg. On an unknown date, an unknown time after starting new poligrip and new poligrip sg, the patient experienced foreign body in throat (serious criteria gsk medically significant), loss of voice, constipation, dyspnoea and device use error. On an unknown date, the outcome of the foreign body in throat and loss of voice were recovered/resolved and the outcome of the constipation, dyspnoea and device use error were unknown. It was unknown if the reporter considered the foreign body in throat, loss of voice, constipation and dyspnoea to be related to new poligrip. It was unknown if the reporter considered the constipation and device use error to be related to new poligrip sg. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, while the patient had used only new poligrip, in that case, the patient used a much amount of it and could not swallow the dissolved adhesive well, which had led to condition like dyspnoea (seriousness: non-serious). On an unknown date, the patient experienced "new poligrip stuck to throat" (serious criteria gsk medically significant) and loss of voice (seriousness: non-serious). The patient had experienced loss of voice because new poligrip stuck to throat while using new poligrip. It seemed to be because the dose he had used was too much. On an unknown date, the patient started new poligrip sg. On an unknown date, the patient had used new poligrip for about 5 years. He used new poligrip applying it onto a cushion type one at present. He experienced constipation (seriousness: non-serious) recently. Hard stools were blocked and it was difficult to pass stools. He might have experienced constipation since starting new poligrip sg because he had not experienced symptom of the constipation that much while using new poligrip sa2 until then. He just remade the cheap denture, which was covered by insurance. The patient could not discontinue new poligrip because he could not have a meal without using a cushion type one and new poligrip because of his flat gums although the denture was adjusted. On an unknown date, the outcome of the "new poligrip stuck to throat" and loss of voice were recovered/resolved and the outcome of the constipation and dyspnoea were unknown. The patient recovered his voice after gargling with warm water. [Reporter's comment]: the patient used a much amount of new poligrip sg because it had a thick nozzle, which might be the cause of the events, or the cause might be that the patient grew older and was 70s. No further information is expected.

Manufacturer narrative:
Argus case ID: (B)(4).